Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered the leak from two o-rings in the red blood cell (rbc) bath. The fse replaced the o-rings to resolve the leak. (B)(4).

Event description:
The customer reported that approximately one (1) milliliter of fluid, which appeared to be clenz, leaked from the red blood cell (rbc) bath of the coulter lh 780 hematology analyzer. The customer was unable to identify the source of the leak but stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. There was also no report of erroneous results generated, nor change or affect to patient treatment in connection with this event.